Event description:
A customer reported a pump alarm during the loading process, specifically alarm 20, which did not result in the customer's blood glucose level exceeding the normal threshold. Technical support assisted the customer in attempting to load a new cartridge using the correct technique; however, the issue persisted with the cartridge alarm recurring. The pump was not replaced because it was out of warranty, and no other corrective actions were reported.